Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure was not sealing well in laparoscopic sleeve gastrectomy case. They got a new ligasure and it worked much better. There was no patient injury.

Manufacturer narrative:
Additional information: this report (B)(4) was sent in error as a duplicate for MFR report number: (B)(4), any additional information received in the future will be captured and submitted under the report number (B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe (B)(4) according to the reporter, the ligasure was not sealing well in laparoscopic sleeve gastrectomy case. They got a new ligasure and it worked much better. There was no patient injury.